Event description:
A power source alert was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer used a tandem charging cable and wall adapter to resolve the issue by ensuring the pump was plugged into a working outlet for at least 30 minutes, which successfully resolved the problem, and no further assistance was required.